Manufacturer narrative:
Update: d9/3, h6 the reported event could be confirmed as the plate under complaint was returned in order to determine the root cause of the failure. It was further reported that bone healing was not achieved.related to the event in question, a review of additional documentation (x-rays) was performed. These documents and information provided were forwarded to stryker¿s senior global medical director along with the complaint information.upon review, he also stated that to his opinion the plate was bent too much. In sum, the damages around the fractures indicate that the plate has been severely bent which decreased the material stability of the plate and led finally to the breakage.

Event description:
It was reported that the plate was broken and a revision surgery was performed.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the plate was broken and a revision surgery was performed.